Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 32 mg/dl. Customer almost ended up in the hospital. The customer was treated for low blood glucose event and was ok. They declined to troubleshoot. It was unknown customer was using auto mode. The insulin pump will not be returned for analysis.